Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Event description:
It was reported that during the surgery of meniscus repair, could not deployed 1st plate, felt big resistance, removed the device, noted the 1st plate was not seated in place. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported that during the surgery of meniscus repair, could not deployed 1st plate, felt big resistance, removed the device, noted the 1st plate was not seated in place. The complaint device was received and evaluated; visual inspection reveals that there are no anomalies or structural damage on the outside of the device. The end of the stop tube was already cut by the customer. We could confirm the presence of both implants inside the applier needle; however, the first plate has a few structural damages on both sides. The integrity of the sutures was verified, they was found to be frayed on one end and cut on the other end. The red trigger was tested several times for its performance, there were no anomalies or jamming while it was depressed, the push rod assembly slides freely with no resistance. According with the visual inspection, and the functional test results, this complaint can be confirmed. A possible root cause can be attributed to a little portion of tissue that was entered inside the applier needle causing a mechanical obstruction of the plate at the moment when it was going to be deployed, this obstruction and the force applied to the trigger contributed to the structural damage of the first plate. For the frayed and cut sutures we can conclude that a sharp instrument could have rubbed the sutures leading to fraying and cut. A manufacturing record evaluation was performed for the finished device [6l45387] number, and no non-conformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.